Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the file had the correct lead lot # in it. It was reported the lead was very old, the stimulator was not used for a couple years, and the lead failed impedance probably due to fibrosis. It was noted there were no patient symptoms, just no stimulation due to the lead. It was logged that the patient first discovered the problem with the lead during replacement of battery on (B)(6) 2013 but the insurance was only authorized for battery change, so they had to come back and replace the lead separately on (B)(6) 2013. It was reported the diagnostics performed was an impedance test and the suspected cause was age and long duration without using the stimulator. It was noted the stimulator had not been used because the pain was better, but then pain came back and the patient wanted to start using stimulation again. It was noted the patient stimulation was working fine at the time of report and there were no devices to return.

Event description:
It was reported that a lead had malfunctioned after an implantable neurostimulator (ins) replacement due to eol. It was stated that the lead was 13 years old, but the caller stated they were unsure whether it had been reported previously.

Manufacturer narrative:
Concomitant medical products: product ID 3887-28, lot# j0231046v, implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type: lead; product ID 74001, serial# (B)(4), product type: adapter; product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type: extension; product ID 37754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).